Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) envision ide study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2024, that a 35mm navitor vision valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram, that the patient developed a left bundle branch block. Post-procedure it was noted that the patient had two episodes of left sided weakness, slurred speech, and hypotension with systolic pressure dropping to the 90s. Testing revealed no signs of stroke. The patient was administered unknown medication to bring up blood pressure and the patient's symptoms resolved. The patient was hospitalized and was monitored. On (B)(6) 2024, it was noted that the patient had a prolonged pr interval and developed a right bundle branch block (rbbb), suggestive of a high-grade atrioventricular block. On (B)(6) 2024, the decision was made to implant a permanent pacemaker.

Manufacturer narrative:
An event of heart block, atrial fibrillation, fatigue, movement disorder, cardiac enzyme elevation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported hypotension, fatigue, and non specific egk/ECG changes are cascading effects of heart block. The reported hospitalization, unexpected medical interventions, and surgical intervention were as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that while cusp overlap view and prior to deployment, the inflow edge of the constrained 35mm navitor vision valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice due to being deployed too high and low. It's noted that there was left ventricular outflow tract calcification. The length of the membranous septum was 5.5mm and the final non-coronary cusp implant depth was 4.03mm. Post-procedure, a computed tomography scan and angiogram were performed and showed no acute intracranial abnormality or large vessel occlusion. There was evidence of mild stenosis of the patient's proximal right internal carotid artery and the origins of both vertebral arteries. The patient had received a norepinephrine infusion to increase their blood pressure. The patient was in stable condition at the time of report.